Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device was not returned to olympus for evaluation so the cause of the reported issue cannot be conclusively determined. However, the user reported that the bulb indicated 500 hours of use, which is the normal period at which the bulb should be replaced. It is unlikely that there were any other issues as the user indicated no additional follow-up was required. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The user noted that every time they turn on the clv-190 the main lamp will not work and the spare lamp will ignite, an olympus representative informed him to turn on the unit and check how many hours on the lamp, user confirmed 500 hours, so it was recommended that the lamp be replaced. An email was sent to the user with the required information.

Event description:
As reported, the main lamp on the evis exera iii xenon light will not come on, but the spare lamp will ignite. No patient consequences were reported from this event.